Event description:
It was reported that during a shift check the autopulse resuscitation system (s/n (B)(4)) displayed a user advisory ua 45 (not at "home" position after power-on/restart) message that was unable to be cleared. There were no reports of any patient involvement. No additional details were provided.

Manufacturer narrative:
Product in complaint was returned to zoll circulation on 08/20/2013 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned for evaluation. Visual inspection was performed and the following was observed: the battery compartment, battery lock, front enclosure and bottom enclosure were damaged. A review of the archive was performed and multiple user advisory 45 faults (not at home position after power-on/re-start) were observed. The reported complaint of the platform displaying a ua 45 was also observed when the platform was powered on prior to functional testing. Functional testing was performed with passing results. The fault was found to be due to the driveshaft being out of position.